Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software, product ID: hh90t01, lot# serial#: (B)(6), product type: mobile platform, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that since about a week ago, the myptm was 'not working'. The patient stated that when they pressed the button on the white side, the blue light just kept flashing and didn't stop to allow them to 'sync it'. The agent walked the patient through closing all applications and connecting to the pump and then the patient was able to successfully deliver a bolus. The agent reviewed best practices for connecting to the pump. At the end of the call, the patient commented that the 'last one' took forever to bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient who stated the communicator 'won't stop blinking blue'. The agent walked the patient through closing all apps on the handset, reviewed general use of external devices, and had the patient connect to the pump. The patient briefly saw no pump response and then was able to successfully deliver a bolus. The communicator did stop blinking while on the call and the agent reviewed that the external devices are functioning as expected.